Manufacturer narrative:
Device available for evaluation. Device evaluation the reported pipeline flex embolization device (ped) was received and evaluated. As received, the distal wire (tip coil and the dps sleeves) of the ped was found to be separated from the pushwire. The separated tip coil and dps sleeves was not returned. Upon further examination of the returned portion of the ped pushwire, the distal hypotube appeared to be stretched and a bend was also noted on the proximal end of the pushwire. The fractured distal end of the pushwire was further examined under electronic microscope. The fracture surface features were consistent with torsional overload. No other anomalies were observed. Based on the product analysis, the report of ped pushwire separation was confirmed. The observed damages on the ped pushwire most likely occurred when high force was used (pushing and pulling) during delivery/retrieval of ped delivery system through the microcatheter against resistance. However the actual cause of the reported clinical experience could not be conclusively determined. The ped instruction for use states" caution: if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and micro catheter simultaneously. Advancement of the pipeline¿ flex embolization device against resistance may result in damage or patient injury." "Caution: if the delivery wire cannot be retracted into the micro catheter, carefully remove the delivery wire and micro catheter simultaneously." All devices are 100% inspected for damage and irregularities during manufacture. No evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal segment of the pipeline flex embolization device (ped) was separated from the delivery wire during a flow diversion procedure. The reported device was used to treat a patient's saccular aneurysm located at the ophthalmic segment of the left internal carotid artery. It has max diameter of 6 mm and a neck width of 3 mm. The proximal landing zone size was 4.21 mm. Vessel tortuosity was described as minimal. After the microcatheter was placed at the targeted location, the ped was advanced to the microcatheter tip without issue. The physician noticed the tip coil (distal segment of the push wire) of the ped was off the fluro screen. At this point, the patient moved, therefore, the physician thought the tip coil might have perforated the vessel. As the physician suspected the vessel might have been punctured, he retrieved the ped system out of the microcatheter in a hurry. During this ped system retrieval, the ped braid deployed at the hub of the microcatheter. The braid was removed from the catheter hub with a hemostat. Attention was not paid to the removed pushwire of the ped. Contrast was injected via the microcatheter for angiogram. The images showed the tip coil (distal segment of the push wire) of the ped was in m1 segment of the middle cerebral artery. A snare device was used via the microcatheter and successfully retrieved the tip coil (distal segment of the push wire) from the patient. It was also noted there was no vessel perforation. The snare device was removed with the microcatheter catheter after the retrieval of the tip coil. New devices were used to successfully complete the flow diversion treatment from the patient. No injury reported.